Event description:
It was reported that the pt developed a staph infection. The pump was explanted. Per the reporter, the pt had the pump for about two or three years. The pt now takes oral meds. The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
(B)(4)